Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when they fired the device it jammed and would not fire again. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Malformed clip, jaws unable to open, open after assisted, advancer bypass the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The trigger was cycled and during the first firing sequence the tip of the advancer slid towards the tissue stop. The jaws then remained in the closed position. The trigger was manually assisted in order to open the jaws and one pear shaped clip was released. The remaining six clips were conforming to manufacturing specifications. Finally, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.